Event description:
Health professional reported that about 20 days after injecting a pt in the marionette lines, and nasolabial folds with two syringes of juvederm ultra plus xc (same lot number for both syringes), edema was noticed across the face. The pt has history of hashimoto's disease and hypothyroidism. Prednisone 40 mg/day was initially prescribed to hasten the resolution of symptoms. Follow-up report stated that there was no improvement of symptoms after that treatment. The pt had kidney lab work done with no problems noted. The pt was also prescribed antihistamines to hasten the resolution of symptoms. The pt then went to an immunologist who believed the edema was related to the dermal filler. The immunologist prescribed trental, with no improvement in the symptoms. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2011. Device eval: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.